Event description:
A surgeon reported a pt with an overcorrection in the left eye following refractive surgery. At approx 2 mos post-op, this pt was overcorrected by +.50 diopter in the left eye. At approx 2 mos post-op, bcva remained the same as pre-op, 20/20, and ucva at 2 mos post-op was 20/20.

Manufacturer narrative:
The investigation, including root cause determinations is in progress.